Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is the 2nd of 2 reports associated with this issue.

Event description:
On (B)(6) 2011, baxter was informed that a patient in a (B)(6) hospital in the intensive care unit (ICU), experienced an overfill during peritoneal dialysis therapy on 2 different occasions while using a homechoice device. The patient presented with respiratory distress, abdominal pain and distension. The ICU staff provided intervention for the first event, which was quickly solved . It is unknown what interventions were required. (Addressed in separate report). The second situation (addressed in this report) occurred during the same night in the ICU and the patient was seriously affected. This problem occurred with the home choice device assigned to the patient. The device programming was reviewed and determined to be correct. The device reportedly did not alarm.

Manufacturer narrative:
(B)(4). The patient's admitting diagnosis was porphyria (the porphyrias are a group of inherited or acquired disorders of certain enzymes in the heme bio-synthetic pathway (also called porphyrin pathway). They manifest with either neurological complications ("acute") or skin problems ("cutaneous")), peritoneal dialysis irc in new-onset hemodialysis previously given was poorly tolerated, patient was admitted to the intensive care unit (ICU) due to seizure. The homechoice assigned to the patient by baxter (B)(4). The overfill was identified because complete drainage did not occur which caused the abdominal pain and distension. The medical staff noted pain and excessive distension and the manual drainage amount. The first incident was quantified as 3800 ml; the second was not obtained by the clinic personnel. The patient was programmed to use 2100 ml. Interventions included: peritoneal dialysis nurse performed a bypass to decompress the abdomen of the patient in the first incident, and then lower the volume to be infused. The time and date of the 1st event was 16:30 pm approximately and the 2nd event was between 22:00 and 23:00 hours. ICU resident via telephone with dr. (B)(6) reported that patient complained of pain and abdominal pain associated with respiratory distress during the infusion. No alarms were noted. Bypass and volume decreases were performed on two consecutive occasions, ending with infusion volume of 1600 ml. In the second event, no alarm occurred and the patient began to have shortness of breath and abdominal pain. Physician was notified and the staff was instructed to bypass. Modification of the volume of infusion was decreased as ordered by the physician. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). The device was returned to the baxter lab for evaluation. Evaluation results indicate: functional tests were completed and no failures were identified. The device met specification. The problem was not confirmed. The cause of this overfill was due to a user error and not due to a device malfunction. The device therapy was interrupted before the final drain and another therapy started with an initial fill without an initial drain which lead to the overfill.